Manufacturer narrative:
D10 concomitant product: cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36, (lot # a5e1926y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open procedure for perineal repair following an easy g2 delivery, two sutures had thread disconnecting from the suture at the thread point with the first stroke of repair during normal use. It was also reported that the suture was fraying at the swage. Extra sutures were taken to complete the case. The patient was reported to be alive with no injury.